Event description:
The user facility reported that an employee felt a burning sensation in their eyes and nose from a strong odor of rapicide leaking from their advantage plus endoscope reprocessing system. It is unknown if medical treatment was sought or administered

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that one of the fittings on their aer unit was broken causing water and rapicide to leak from the unit. The leak was quickly contained and cleaned up by the user facility. The event occurred when the employee was cleaning up the leak from the floor. The technician replaced the fitting, tested the unit, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.